Event description:
Bts line had become loose/disconnected from the kidney and they had a code of "989999" on the cnet. (The gambro technical services group said that the code is given when the value is close to 0). The dialyzer was a fresenius optiflux dialyzer and the bts lot on site was 10j5327. The nurse came upon pt and there was pool of blood underneath the kidney and machine. The blood looked gelatinous. Pt was "out". Arterial line was loose and separated. Bolused pt with saline. Pt woke up and was stabilized. Hematocrit down from 35 to 28. Pt lost around 800cc's of blood. Pt was admitted to hospital and still in the hospital. Pt was transfused with 2 units of blood. Customer said they thought pt had hemolysis. Customer took 6 hemolyzed specimens, not sure if hemolysis was in vitro. (No conclusive response). No alarms. Customer pulled machine, for nothing alarmed and the code of "989999". Customer has not ruled out human error. Pt's access is a fistula and they use 2000u/IV push of heparin. Currently the machine is sequestered and they might have a 3rd party look at it.